Event description:
The customer reported that they had a sony display that shuts off intermittently. The power stays on, but the display goes black. If they power cycle the display the video comes back for a few minutes but eventually shuts off again. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.